Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that the sheath was difficult to insert and the patient experienced pericardial effusion post-procedure. During a pulse field ablation (pfa) procedure a faradrive sheath was used. The sheath was difficult to insert into the patient. The procedure was completed despite the insertion difficulties. Post-procedure a pericardial effusion was discovered in the patient. A pericardial tap was performed. The patient is expected to fully recover. The device is not expected to be returned for analysis due to disposal.